Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification and svd were indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. The calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with svd. Additionally, there was an allegation that the post tavr stemi was potentially caused by coronary occlusion due to a flap from the old surgical valve material and the patient expired. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of twelve (12) years, seven (7) months due to stenosis, calcification, structural valve deterioration, thickened leaflet, and restricted leaflet mobility. A tavr was performed with a 23mm 9750tfx transcatheter valve. Lm stenting was also due to increased risk of coronary obstruction because of the distance of the valve to the coronary ostium. The patient was transferred to ICU in stable condition, however, the postoperative course was complicated by stemi. The patient was taken emergently to the cath lab. The lm stent was patent, but there was a stuttering flow to lad and cx. The patient deteriorated hemodynamically while stenting the lad, CPR and acls were started. The code was called off and the patient expired. There was no allegation that the surgical valve prematurely failed. Per medical records, it was unclear if the cause of stuttering flow into lad and cx was a thrombus or a potential coronary occlusion by a flap from the old valve material.

Manufacturer narrative:
H11: corrected data: corrected result and conclusion coding to section h6.